Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan (lfs) alleging their onetouch select meter was displaying an error 2 message. The complaint was classified based on the customer care advocate¿s (cca) documentation. The patient claimed the alleged issue began on an unspecified date (wednesday) at approximately 1pm. The patient reportedly manages her diabetes with metformin pills 2 in the morning and 2 at night and she continued with her usual diabetes management routine in response to the alleged issue. Approximately 1 day later the patient claimed she developed symptoms of ¿weakness, nausea, sweating and diarrhea¿ but despite her symptoms she denied receiving any medical intervention. At the time of troubleshooting, the cca noted that the subject device was being used for the first time. The subject test strips were incorrect. The cca was able to assist the patient with retesting using the correct test strips and the issue was resolved with troubleshooting and replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.